Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery on (B)(6) 2021. In the surgery, the bone cement in question hardened earlier than usual. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - device history reviewed under (B)(4) investigation: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. 630 units released. Lot expiry date: 31 may 2022.